Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a "failed battery alarm" notifications, along with fca notification for retainer ring. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will  be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, pump booted up, but then failed afterward, blank display noted. Unable to perform displacement test, sleep current test, active current test, and self test due to blank display. Test p-cap and reservoir locked properly into the reservoir compartment, however, cracked retainer was noted during visual inspection. Unable to download pump history files and traces using thus software due to blank display. Pump was cut open to perform visual inspection and found a misaligned battery tube and moisture damage on the force sensor. The following were also noted during visual inspection: battery cap contact missing, corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked keypad overlay, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, and cracked retainer. Unable to verify customer's complaint for failed battery test due to blank display. Unable to download was confirmed due to blank display. Battery cap contact missing and retainer ring damage were confirmed during testing. Blank display was confirmed due to misaligned battery tube. Moisture damage was confirmed found on the battery tube and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.